Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The implantable cardioverter defibrillator was unable to connect via bluetooth connectivity. The patient was asymptomatic and would be seen in clinic.